Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor reported blood glucose values that were significantly different from his actual blood glucose values. The customer's blood glucose level was 170 mg/dl and the sensor showed 340 mg/dl. Standard troubleshooting was performed. The customer stated the sensor the issue occurred with was 3-4 days old. He changed to a new sensor, and it functioned according to specification. The product is not being returned. Nothing further was reported.